Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, mildly calcified lesion in the mid left anterior descending (lad) coronary artery. The 2.25x15mm trek rx balloon dilatation catheter (bdc) was advanced in the patient anatomy and met resistance with the lesion, and the bdc balloon ruptured during the first inflation at 7 atmospheres. The bdc was removed without resistance, and the rupture was reportedly confirmed outside the patient anatomy. A 2.00x15mm trek bdc was used to continue the procedure, and the procedure was completed by deploying a 2.50x33mm xience sierra stent in the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.